Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient used to charge their ins to full and the charge would last one to two weeks before they would have to recharge. Then suddenly they stated that they had to start charging about every three days. They stated that they would get all coupling boxes most of the time when they charged and they charged up 100% (full). The patient stated that they had made no adjustments to the amplitude or programming. They indicated that this first started ¿oh about six months or longer¿ then stated ¿sometime in 2019¿. Patient services redirected the patient to follow-up with their doctor to have their device interrogated as their external equipment seemed to be working as it should. No further complications were reported/anticipated.